Event description:
The bipap a30 ventilator was returned to the manufacturer service center for the remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation, although there was no evidence of foam degradation in the device a critical error code in relation to (unit is exceeding the requested pressure settings for 10 seconds. ¿ high pressure sensor reading ¿ large amount of drift ¿ pinched/blocked tubing seconds. ) was observed in the device event log. There were no repairs to the unit and the device was scrapped.